Event description:
It was reported that during a lv lead revision this device was prophylactically exchanged due to the field safety corrective action, bio-lqc, initiated in (B)(6) 2021. It was implanted and active for approx. 27 months.

Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the bos battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.